Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6)-2005: the patient underwent lumbar MRI. Findings: diminished disc signal and height at l5-s1 with a relatively large central and left disc herniation. She has mild diminished disc signal at l4-5 with a small central disc herniation and high intensity zone. (B)(6)-2005: the patient presented with pain in her low back, left posterior hip, buttock, thigh and calf. Diagnoses: chronic back pain; left leg pain; disc herniation l5-s1>l4-5; lumbar disc degeneration. (B)(6)-2005: the patient presented with the following preoperative diagnoses: chronic back pain; severe left leg pain; severe lateral stenosis at l5-s1 on the left; lumbar disc degeneration. The patient underwent the following procedures: minimally invasive transforaminal decompression and microdiscectomy l5-s1 on the left; interbody fusion l5-s1 (bmp-2 bone growth material); placement of interbody cage l5-s1 (novel 8x25mm); non-segmental fixation l5-s1 on the left (dyna-lok pedicle screws and plate); posterolateral fusion l5-s1 on the left (bmp-2 plus local autograft). Per the op notes, at l5-s1, the surgeon found a chronic disc herniation with a very striking calcification. The surgeon had to dissect a posterior ligament off of the calcified mass and believes there was a small tear in the dura but no spinal fluid leak was confirmed. The patient had very sclerotic one. A partial strip of rhmp-2/acs was placed into the cage and the cage was driven in place securely. The surgeon put a fairly significant size pledgets of remaining rhbmp-2/acs both medial and lateral to the cage and covered those with fibular surgical and covered the dorsal aspect of the disc space and then with a strip of fibular surgical separating the intradiscal contents from the canal and lateral recess area and then irrigated those areas to get rid of any excess rhbmp-2/acs. The surgeon then decorticated over the l5 and transverse process in the upper part of the sacrum and placed two 1 x 2 inch strips of rhbmp-2/acs and local autograft bone over this lateral intertransverse area and then covered that with additional generous amounts of bone. (B)(6)-2005 : the patient underwent CT of the lumbar spine due to back pain and left leg numbness with recent surgery. Impression: status post-anterior and posterior fusion at l5-s1, alignment appears satisfactory on the localizer images at the level of fusion; in termediate density with small pockets of air at the surgical site likely reflecting post-surgical changes; l4-5, mild diffuse disc bulge with bilateral facets and ligamentum flavum hypertrophy resulting in mild relative stenosis. (B)(6)-2005 : the patient underwent CT of the lumbar spine due to back pain. Impression: status post anterior and posterior fusion at l5-s1, as described in comment. Alignment remains satisfactory on the localizer imagesat the level of the fusion; previously described small pockets of air at the surgical site are no longer seen; mild spondylotic changes at l4-5 with mild relative stenosis. (B)(6)-2005: the patient underwent x-rays of a lumbar spine. Impression: postoperative fusion l5-s1 with left sided pedicle screws and interspace cage in overall satisfactory position. There is narrowing of the l5-s1 interspace level. (B)(6)-2006: the patient presented with back pain hurting into her neck and shoulder. Assessment: shoulder pain; status post lumbar surgery. (B)(6)-2006: the patient presented with back pain. (B)(6)-2006: the patient presented with back pain. (B)(6)-2008: the patient underwent x-rays of the finger due to laceration, trauma, and finger pain. Impression: negative for acute bony injury, soft tissue swelling. (B)(6)-2008: the patient presented for wound dressing change and evaluation. (B)(6)-2008: the patient underwent a bilateral screening mammogram. Impression: no radiographic evidence of malignancy. (B)(6)-2008: the patient underwent x-rays of the chest due to cough and fever. Impression: no acute process. (B)(6)-2009: lab results show the patient to have iron deficiency, anemia. The patient has also had consistently low hemoglobin and hematocrit levels. (B)(6)-2009 the patient presented with a history of anemia over the last year or two. The patient reports chronic back pains and occasional minimal indigestion. Assessment: anemia with need for colonoscopy. (B)(6)-2009: the patient presented with a preoperative diagnosis of a history of mild anemia for a long period of time. The patient's postoperative diagnoses was small external and internal hemorrhoids. The patient underwent a total colonoscopy. (B)(6)-2009: the patient underwent bilateral screening mammograms. Impression: no radiographic evidence of malignancy. The patient also underwent x-rays of the chest due to chest wall pain. Impression: unremarkable chest. (B)(6)-2010: the patient presented with right shoulder pain and upper arm pain. The patient underwent x-rays of the right shoulder. Impression: calcific tendinosis, without acute bony injury. (B)(6)-2010: the patient underwent CT of the cervical spine due to neck pain. Impression: normal CT scan of the cervical spine with no etiology for the patient's pain. (B)(6)-2010: the patient underwent MRI of the right knee due to pain and difficulty ambulating. Impression: normal MRI of the right knee, with no pathology to account for the pain complex of the patient. (B)(6)-2010: the patient underwent bilateral screening mammograms. Impression: benign mammograms, overall unchanged. (B)(6)-2010: the patient underwent x-rays of the right knee due to pain. Impression: normal knee. (B)(6)-2010: the patient underwent MRI of the right knee due to pain. Impression: focal radial tear involving the posterior horn of the medial meniscus, new since the previous exam, with otherwise much the same findings. (B)(6)-2011: the patient underwent MRI of the left knee due to pain. Impression: medial meniscus tear; small to moderate joint effusion; otherwise negative. (B)(6)-2012: the patient presented with right shoulder pain. The patient underwent x-rays of the right shoulder. Impression: unremarkable appearance of the shoulder with resolution of the calcific tendonitis was present on the older exam.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on (B)(6) 2005, the patient underwent a transforaminal lumbar interbody fusion and posterolateral fusion surgery at l5-s1 where rhbmp-2/acs was implanted in the disc space and lateral gutters. The patient's post-operative period has been marked by lower back and leg pain. The patient suffers pain when lifting, standing, and walking secondary to narrowing of the l5-s1 interspace level. The patient continues to experience pain and burning in her lower back that radiates into the lower extremities.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on on (B)(6) 2005 the patient presented with chief complaints of low back pain. On (B)(6) 2005 the patient presented with complaints of low back pain, left post hip, buttock, thigh and calf. Diagnoses: chronic low back pain, left leg pain, disk herniation l5-s1 greater than l4-5, lumbar disk degeneration. On (B)(6) 2013 the patient underwent ultrasound examination of liver. Impression: spleen size within normal limits; liver within normal limits. Hepatic and portal venous blood flow within normal limits. (B)(6) 2011: the patient presented with complaints of chest congestion, scratchy throat, fever/ chills. Assessment: hypertension, chronic pain. (B)(6) 2011: the patient presented for check up and chronic pain. Assessment: knee pain, l/s pain. (B)(6) 2011: the patient presented for check up and medication refills. Assessment: chronic back pain. (B)(6) 2011: the patient presented for check up and medication refills. Impression: muscle spasm, anemia, chronic pain. (B)(6) 2011: the patient presented for follow-up and problems with left knee hurting. (B)(6) 2012: the patient presented for follow-up and medication refills. Assessment: chronic pain, knee pain. (B)(6) 2012: the patient presented for follow-up and medication refills. Assessment: hypertension, knee pain, chronic pain, hyperlipidemia. (B)(6) 2012: the patient presented for follow-up for chronic pain and blood pressure. Assessment: chronic pain, anemia. (B)(6) 2012: the patient presented with complaints of lower back pain and stated that medication flexural making her too sleepy. (B)(6) 2012: the patient presented with complaint of chest pain on and off since (B)(6) 2012. Patient described as sensation of dull, aching type pains with no radiation. Diagnosis: chest pains, ruled out for myocardial infraction; chronic anemia; mild renal insufficiency ; mild hypercalcemia; essential hypertension controlled; history of dyslipidemia. (B)(6) 2012: the patient presented for follow-up visit for pain and blood pressure. Assessment: anemia, hypertension, chronic pain, constipation. (B)(6) 2012: the patient underwent echocardiography. Conclusion: normal lv size and systolic function ; visually estimated left ventricular systolic function is 60-65%; normal appearing tri-leaflet aortic valve; mild mitral regurgitation; estimated pulmonary artery systolic pressure is 22 mm hg. The patient underwent nuclear cardiology exam. Impression: normal exercise stress electrocardiogram; normal nuclear perfusion study with no evidence of ischemia; normal gated spect cardiac study demonstrating normal lvef and normal wall motion. (B)(6) 2013: the patient presented with complaints of bilateral shoulder pain, low back pain as well as bilateral knee pain. Impression: chronic low back pain, status post prior lumbar surgery; polyarthralgias; chronic anemia; hypertension; chronic renal insufficiency; prior hypercalcemia; history of dyslipidemia; high risk medication. (B)(6) 2013: the patient underwent MRI of lumbar spine without contrast due to low back pain radiating to both extremities. Impression: intact posterior fusion at the l5/s1 level appears to be intact with satisfactory alignment; no spinal stenosis at any level; multilevel neural foraminal encroachement without apparent impignment. (B)(6) 2013: the patient presented for follow-up regarding chronic low back pain, polyarthalgia, chronic anemia and hypertension that was controlled at her last visit, as well as history of prior renal insufficiency. Patient also stated that cough is mildly productive of some yellowish sputam. In addition patient was having some nasal congestion and drainage. She had mild pressure across the left maxillary area of her face but no headaches. Impression: hypertension, acute bronchitis. (B)(6) 2013: the patient presented for checkup medication refills, chronic health problems, complaining of midsternal in chest that comes and goes. Impression: chest pain, appear to be gastroesophageal reflux type; chronic low back pain; osteoarthritis; chronic low back pain, status post prior lumbar surgery; osteoarthritis, with chronic bilateral knee pain, status post prior knee surgeries; follow-up anemia, improved. (B)(6) 2013: the patient presented for follow-up of chronic health problems, with medication refills. Impression: hypertension- well co ntrolled; osteoarthritis, fairly quiescent, chronic low back pain; dyslipidemia- controlled; gastroesophageal reflux- asymptomatic. (B)(6) 2013: the patient presented with complaint of back pain and needed muscle relaxer changed. Impression: intermittent muscle spasms back; chronic low back pains. (B)(6) 2013: the patient presented for follow-up for chronic health problems, with medication refills. No new complaints. Impression: dyslipidemia; follow-up anemia, chronic low back pain; hypertension controlled; tenia pedis; high risk medications. (B)(6) 2013: the patient presented for follow-up for chronic health problems, with medication refills. Complained of increased bilateral leg pain, occasional dizziness, blood pressure. Impression: hypertension, remains controlled; follow-up anemia; chronic low back pain- status post prior back surgeries; dyslipidemia, which was controlled; osteoarthritis; follow-up prior renal insufficiency. (B)(6) 2013: the patient presented for comprehensive consulation. Impression: microcytic anemia etiology unclear; mild leukopenia; hypertension. (B)(6) 2013: the patient presented with complaints of scratchy throat, dry, hacking cough, sinus congestion. Impression: acute sinusitis. (B)(6) 2012: patient presented for follow-up of her microcytic anemia. Impression: thalassemia. (B)(6) 2014: the patient presented for follow-up for chronic health problems with medication refills, complained of cough with yellow s putum, chills, body aches. Impression: chronic low back pains, controlled; acute influenza; hypertension- controlled; acute bronchitis; thalassemia with chronic anemia related to same; dyslipidemia- controlled. (B)(6) 2014: the patient presented for follow-up for chronic health problems with medication refills. Patient complained of low back pain radiating to bill shoulder. Has soft occasional tender lump to inner left thigh, has been there for several years. Assessment: hypertension, remains controlled; chronic low back pain, for which patient remains dependent on narcotic analgestics; follow-up dyslipidemia; follow chronic kidney disease; long term medication use; obesity. (B)(6) 2014: the patient presented for follow-up for chronic health problems and medications refills. Patient complained of increased s welling/ pain to the left ankle. Assessment: contusion leg nos; hypertension nos, lumbago. Patient underwent x-ray of ankle 3 views lateral. Impression: medial soft tissue swelling otherwise negative. (B)(6) 2014: the patient presented with lipoma left inner thigh. She felt it was painful. It was in the upper inner thigh and she was obese lady. Assessment: lipoma skin. (B)(6) 2014: the patient presented for follow-up for chronic health problems and medications refills. Assessment: contusion leg nos; l umbago. (B)(6) 2014: the patient presented to the hospital with lumbar region pain that was non- radiating. Patient also had bit knee pain. Assessment: post laminectomy syndrome-lumbar; facet arthropathy; neurofom narraowing; spondylosis lumbar; lumbar intervertebral; chronic pain other. (B)(6) 2014: the patient presented for follow-up re-evaluation on chronic health issues. Assessment: hypertension, esophageal reflux, lumbago, hypoglycemia. (B)(6) 2014: the patient presented with complaint of abdomen pain, diarrhea. (B)(6) 2014: the patient presented for follow-up for chronic health problems with medication refills. Patient complained of right shoulder pain. Assessment: joint pain-shoulder, hyperlipidemia, hypertension, (B)(6) 2015: the patient presented with complaints of head hurting, chest congestion and coughing. Patient stated productive cough with clear sputum. Assessment: acute bronchitis, wheezing. (B)(6) 2015: the patient presented for medication refill. Patient stated she had been having increase cramps/ spasms in legs. Assessment; hypertension, esophageal reflux, spasm of muscle, hyperlipidemia, long term use medications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that (B)(6) 1995: patient presented with complaint of itch and rash. She had fever, mental and emotional problems, ambulatory problems, irregular heart rate. She had itching with gradual worsening. She has a urticarial type rash, particularly involving the arms and some on the back. Impression: urticaria (B)(6) 2002: patient presented for evaluation of chronic mid back pain. She was ambulating due to low back pain. (B)(6) 2003: patient presented with complaint of hurting in mid back. Diagnosis: back pain. Patient underwent x-ray of chest. Impression: borderline mild cardiomegaly. No acute pulmonary disease. (B)(6) 2005: patient presented with complaint of left leg pain since 2 days. It was painful to bear weight. Impression: left sciatic pain. (B)(6) 2005: suspect a left paracentral herniated nucleus pulposis and possibly extruded fragment extending inferior to l5 disc space. Patient presented with complaint of lumbosacral pain radiating to hip. The patient underwent MRI of left hip. Opinion: normal MRI. (B)(6) 2005: the patient was also presented for office visit for post-op follow up. Patient reported low back soreness, thigh and calf burning. On (B)(6) 2005, the patient was presented for post op follow up. On (B)(6) 2006: the patient presented with back pain while turning since 2 days. On (B)(6) 2006: the patient presented with left hip pain. On (B)(6) 2008: the patient presented with a chief complaint of cut in hand. The patient had laceration, trauma, finger pain. The patient underwent x-ray of third finger of right hand. On (B)(6) 2008: the patient presented with cough, sore throat, fever, chills, weakness, palpitations, abdominal cramps, nausea, vomiting, moderate pain etc. On (B)(6) 2009: the review of systems revealed: the patient had occasional headaches. On (B)(6) 2010: the patient had swelling, tenderness, limited range of motion of shoulder. The pain in shoulder was sharp, aching and constant. On (B)(6) 2010: the patient also underwent CT scan of the t-spine without contrast due to mid back pain. Impression: minimum aging of the spine with no acute pathology to account for the patient symptoms. On (B)(6) 2010: the patient presented with pain in left knee. On (B)(6) 2011: per billing records, patient underwent ultrasound due to leg pain. On (B)(6) 2011: per billing records, patient underwent exercise therapy. On (B)(6) 2011: the patient was diagnosed with knee pain. On (B)(6) 2011: the patient presented for follow-up and problems with left knee hurting. On (B)(6) 2011: per billing records, patient underwent blood tests. On (B)(6) 2012: patient presented with complaint of chest pain. On (B)(6) 2012: the patient presented with complaint of left sided chest pain on and off since (B)(6) 2012, worse with deep breathing. Patient described as sensation of dull, aching type pains with no radiation. Diagnosis: chest pains, ruled out for myocardial infraction; chronic anemia; mild renal insufficiency ; mild hypercalcemia; essential hypertension controlled; history of dyslipidemia. Patient underwent x-ray of chest. Impression: no acute lung disease. Patient got his medicines refilled and underwent lab test. On (B)(6) 2012: patient presented for an office visit. On (B)(6) 2012: patient was diagnosed with chest pain and dyslipidemia. On (B)(6) 2012: per billing records, patient underwent mammographic screening. On (B)(6) 2013: per billing records, patient underwent blood tests. On (B)(6) 2013: patient presented for office visit. On (B)(6) 2013: per billing records, patient underwent lab tests. On (B)(6) 2013: per billing records, patient underwent lab tests. On (B)(6) 2013: per billing records, patient presented for medical supplies. On (B)(6) 2013: patient presented for complaint of cough and headache. Impression: upper respiratory infection. On (B)(6) 2014: per billing records, patient underwent lab tests. On (B)(6) 2014: per billing records, patient underwent lab tests. Impression: chest pain (B)(6) 2014: per billing records, patient underwent lab tests. On (B)(6) 2015: per billing records, patient underwent lab tests. On (B)(6) 2015 as per billing record the patient underwent x rays of the shoulder bilateral pain. Impressions for right shoulder: very mild arthritic changes. Impressions for left shoulder: very mild glenohumeral joint space narrowing. On (B)(6) : per billing records, patient underwent physical therapy/evaluation. On (B)(6) 2015: the patient was diagnosed with bilateral shoulder pain that was worsening on the left. The patient also had low back pain which increased with trunk movements. On (B)(6) 2015: the patient was diagnosed with lumbago. The patient stated back pain as 7/10 and shoulder pain as 6/10. On (B)(6) 2015: per billing records, patient underwent lab tests and presented for medication refills.

Event description:
It was reported that the patient underwent unspecified surgery using rhbmp-2/acs. Reportedly, the patient now has "severe physical l imitations" and now sees doctor frequently.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2015 as per billing record the patient underwent x-rays of the shoulder bilateral. Impressions: very mild arthritic changes.